Manufacturer narrative:
(B)(4)

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated when the sensor was removed from their body, the wire was bent, detached, and fell to the floor. According to the report, the pediatric patient experienced lethargy and the parents called an ambulance. It was not reported whether the reporter was aware of the sensor failure, how long after the sensor failure the patient developed symptoms, or what the cgm values were prior to sensor failure. It was not reported whether the reporter was monitoring the patient's bg after the sensor failed or attempted to treat symptoms at home. The patient was treated with fluids and insulin drip and hospitalized for a week. At the time of the report, the patients condition was okay. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.